Event description:
It was rep[orted that revision surgery was performed due to pain after one year of implantation. The patient presented with effusions on operative hip on four separate occasions prior to revision which were aspirated at the clinic.